Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2004, the patient presented with pre-op diagnosis of recurrent lumbar pain, left l5-s1 and mechanical spin lumbar spine , lumbar spondylosis in l5-s1. The patient underwent following procedures: microlumbar discectomy left l5-s1 for recurrent lumbar h&p. Microscopic neurolysis of left s1 nerve root. Pedicle screw placement l5-s1 with stealth imaging guidance. Tlif left l5-s1 with instrumentation. Segmental fixation l5-s1 with system . Posterolateral fusion l5-s1 with infused and autologous bone grafting. Autologus bone graft. Intrathecal injection of morphine per op notes, the cage was then selected and packed with rhbmp-2 and introduced into the disk space in the usual fashion with distraction on the l5-s1 screws . .. The precontoured rods were then utilized and secured to the screws followed by crosslink. These bone fragments were then morcelized and admixed with the rhbmp-2 collagen and sponge and bone graft. These were placed over the posterolateral elements bilaterally. The patient sustained the procedure well. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.